Event description:
It was reported that the connection point cable pressure pickup not tight: humidity enters: zero adjustment no longer possible. No patient injury was reported.

Manufacturer narrative:
The device was returned to smiths medical. Measured the dimensions of the gaskets as returned and all appeared to meet specification. A cable connector was connected to each unit and each unit showed slight compression of the gasket when connected as required. Functionality was tested per internal test procedure op.000272. The unit with sn# (B)(4) failed initial testing and was retested; the unit failed the second test sequence. The failed unit appears to be isolated in occurrence, no physical damage noted for the outside of the unit, when opened there were marginal solder connections as received. DHR: no causes or potential causes to the customer's reported problem were found during the DHR review.